Manufacturer narrative:
The technician investigated the bed found a blown f10 fuse most likely due to normal wear and tear. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommended that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Check for current leakage at the nurse call system communication connections. Warning: a communication cable must be used for beds that have nurse call. Failure to do could cause pt injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this be in 2006 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the f10 fuse to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported that the nurse call signal was not being sent to the nurses' station when the bed exit was alarming. The bed was located in storage at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).